Manufacturer narrative:
The complaint allegation has been confirmed as related to a manufacturing issue, and CAPA-00348 has been opened to address it.

Event description:
On 11 november 2025, it was reported by a sales representative via email that an ar-13999mf, fastpass scorpion sl-mf was reported to be failing to close. This occurred on (B)(6) 2025 during a rotator cuff repair. The case was completed successfully using another scorpion. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.